Event description:
Pt underwent a treatment with the alma laser manufactured accent ultra rf device for a facial rejuvenation procedure. The pt received a third degree burn resulting in a large ulcer on her face requiring immediate and continuous medical intervention with a prognosis of a permanent disfiguring scar. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: facial skin tightening. Event abated after use stopped or dose reduced? No.